Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and additional information regarding this complaint type. One 3 fr sl power PICC catheter was returned for investigation. Use residue was observed on the catheter. The hub was returned detached due to a break in the extension tubing. Microscopic observation of the fracture surfaces of the split were rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the patient was sleeping and the rn found the PICC line¿s hub with cap in the patient¿s bed, disconnected from the PICC catheter. The rn reportedly used an alcohol swab and sterile gauze with hemostats to clamp the PICC line, as the clamp originally on the PICC line was also found in the bed. The patient did not lose any blood from the PICC line. The doctor and vast rn were paged to bedside. The PICC was removed. The patient tolerated the removal ¿fairly¿. The dressing used was a sorbaview shield and the site was cleansed with chg or betadine during PICC use. The facility uses a 10cc barreled syringe for flushing.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
The facility reported that the patient was sleeping and the rn found the PICC line¿s hub with cap in the patient¿s bed, disconnected from the PICC catheter. The rn reportedly used an alcohol swab and sterile gauze with hemostats to clamp the PICC line, as the clamp originally on the PICC line was also found in the bed. The patient did not lose any blood from the PICC line. The doctor and vast rn were paged to bedside. The PICC was removed. The patient tolerated the removal ¿fairly¿. The dressing used was a sorbaview shield and the site was cleansed with chg or betadine during PICC use. The facility uses a 10cc barreled syringe for flushing.